Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for resetting the pump and assisted the caller in performing the reset. Following the reset, the malfunction code did not recur, and the customer was instructed to call back if any issues arose. The customer understood and acknowledged these instructions and was able to continue using the pump.